Event description:
The patient's spouse noticed that patient was sweating heavily so spouse woke patient up. Patient then performed a blood glucose test on the suspect device and the result was 400 mg/dl. Pt felt ill and decided to test again and the result was 35 mg/dl. Pt ate cake and drank orange juice. Patient retest a third time and the result was 95 mg/dl. Patient's spouse then called the paramedics. When the emt's arrived they tested patient's glucose at 26 mg/dl on their equipment and administered a glucose IV, then transported patient to the hospital. Level 1 and level 2 glucose controls were used on the system and both controls were within range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.